Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient's mother claimed that patient experienced a red and raised rash at the site of sensor patch adhesion. Patient's mother was prescribed steroid cream by physician. Sensor was inserted in arm which is not an approved site. At the time of contact with dexcom technical support, patient was in good condition.

Manufacturer narrative:
(B)(4).